Event description:
It was reported that a spiral blade was removed from a hindfoot nail was removed from a patient on (B)(6) 2015. There was no damage to the nail but spiral blade backed out. The nail stayed in. The blade was safely removed with no delay to surgery. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient initials are (B)(6). Patient date of birth and weight are unknown. Date of original implant is unknown. Device history review: manufacturing date: january 27, 2010. A review of the device history record (DHR) revealed no complaint related anomalies. The DHR shows lot 6310845 (ti spiral blade 80mm) was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material DHR revealed this lot (6238480) met all specifications with no anomalies noted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: remove date of event, unknown when spiral blade backed out. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.